Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected frozen display was noted and the rewind functioned properly during testing. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 586 mg/dl and that the insulin pump has a frozen lcd display screen. Troubleshooting found that the pump is stuck in the rewind sequence and the customer previously called to troubleshoot. The customer was previously advised to change out the battery as a resolution however, a battery change did not resolve the pump issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.